Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the ems staples would not close and fell into the pt. The surgeon removed all the staples. Another instrument was used to complete the case. There was no further consequence to the pt. Also (2) unopened sterile devices are being returned for analysis.